Event description:
The patient transected his driveline while performing a dressing change at home. He was brought emergently to the hospital and had his lvad exchanged. He was discharged from the hospital on (B)(6) 2012.